Event description:
It was reported that antibiotics were given to this patient (B)(6) the day of surgery, (B)(6) 2023. She was given clindamycin, as she is allergic to the penicillin family. She started having other problems and saw her endodontist, I'm not sure the date, at that time they gave her another antibiotic. We saw her again on (B)(6) 2024, when she started having problems with the implant. At that time we again gave her clindamycin. T pt's been on antibiotics, continues to have subtle lucency apical to the implant and the #4 position with small apparent retained fleck of guttapercha. Small periapical lucency over tooth #5. Recommend she sees her endodontist. Initially things appeared well after the root canal treatment of #5, but she continues to have discharge that appears in the alveolar area buccal to #4 and #5. She has been on multiple courses of antibiotics. We discussed my recommendation to remove the implant at #4 position, perform a debridement in the removal site, graft with the intent to replace the implant in the future. Pt agrees and just wants this taken care of. Removed implant with reverse torque, no distinct discharge or drainage. Irrigated and grafted with puros. Rto 3 months for implant. Symptoms as a result of the event: pain.

Manufacturer narrative:
The following sections have been updated: b4: date of this report. B5: event description. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H10: added manufacturer narrative h3 other text : summary investigation.

Event description:
It was reported that pt's been on antibiotics, continues to have subtle lucency apical to the implant and the #4 position with small apparent retained fleck of guttapercha. Small periapical lucency over tooth #5. Recommend she sees her endodontist. Initially things appeared well after the root canal treatment of #5, but she continues to have discharge that appears in the alveolar area buccal to #4 and #5. She has been on multiple courses of antibiotics. We discussed my recommendation to remove the implant at #4 position, perform a debridement in the removal site, graft with the intent to replace the implant in the future. Pt agrees and just wants this taken care of. Removed implant with reverse torque, no distinct discharge or drainage. Irrigated and grafted with puros. Rto 3 months for implant. Symptoms as a result of the event: pain.

Manufacturer narrative:
Zimvie complaint number (B)(4). Patient weight unknown / not provided. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.